Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a solution administration set in which a leak was observed. According to the report, the set was being primed with nacl 0.9% when a leak was observed at the injection site. Reportedly the leakage was located in the middle of the membrane as it was already perforated. The event occurred during priming, there was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.